Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose value was 8.6 mmol/l. The customer reported that left and right middle buttons of the insulin pump wasn't working, the battery compartment was filled with a little bit of water. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there was a response from a button. Customer stated left and right middle button was unresponsive. Customer stated pressing menu button does not take them to the menu screen. Customer stated using the up arrow does not allow them to navigate screens. Customer stated using the down arrow does not allow them to navigate screens. Customer stated the insulin pump was exposed to moisture. Customer stated block mode was inactive. Customer stated a power loss error alarm was not in progress at the time the button was unresponsive. Customer was unable to clear the alarm. Customer stated all buttons were not responding. Customer stated bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated can't troubleshoot or clear since buttons weren't working. The device will not be returned for analysis.